Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl yesterday and today it was 338 mg/dl. Customer treated with the insulin pump and a manual injection yesterday. Customer feels a little thirsty due to having high blood glucose. Customer stated that he gave himself an injection of insulin. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer mentioned that his blood glucose usually runs from 200-300 mg/dl but the 13 out of 27 blood glucose checks have been between 140-170 mg/dl. Customer's blood glucose was once 265 mg/dl. Customer stated that the last 2 nights had low blood glucose. Customer woke up with a blood glucose value of 77 mg/d and then fell asleep again. Customer woke up with a blood glucose value of 153 mg/dl and it was 201 mg/dl in the morning. Customer declined troubleshooting for low blood glucose.